Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our european affiliates, after successful implant of a 29mm sapien 3 in aortic position by transfemoral approach, it was discovered that there was a distal tip tear of the esheath. It was impossible to say when during the procedure the tear occurred, but when advancing the valve at the beginning of the procedure, resistance was felt. There were no issues retracting the delivery system after the implant and no harm was done to the patient.

Manufacturer narrative:
The returned device was visually examined, and the following was observed: the sheath shaft curved at the distal end. The liner was fully expanded as designed. The liner was partially delaminated at the distal tip. There were scratches at the distal end of the sheath shaft. The distal tip was torn radially, along the distal edge of the liner. The distal tip was torn and stretched along the axial score line. All score lines were present at the distal tip. The sheath shaft was kinked 10cm from the strain relief. The provided post-procedural device imagery was evaluated and revealed the following: the distal tip was torn axially and radially, along the distal edge of the liner. The liner is not visible at the distal end of the sheath. The complaint for sheath distal tip torn was confirmed per provided imagery and evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of instruction for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "after successful implant of a 29mm sapien 3 in aortic position by transfemoral approach, it was discovered that there was a distal tip tear of the esheath". Per evaluation of the returned device, the sheath distal tip was observed to be torn axially and radially, along the distal edge of the liner. Also, the sheath shaft presented a curvature end and scratches at the distal tip. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Additionally, it was reported that the patients access vessels had medium tortuosity and calcification. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the torn sheath distal tip. However, a definitive root cause was unable to be determined at this time. The complaint for difficulty advancing delivery system through the sheath was confirmed per evaluation or the returned device. An existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following factors were identified as applicable root cause(s) for encountering increased resistance: -tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As per information received, there was "medium" tortuosity in the patient's access vessel. -calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As per information received, there was "medium" calcium in the patient's access vessel. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the difficulty advancing delivery system through the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.